Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2014 to report on behalf of the patient a permanent out of range signal on (B)(6)2014. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).